Event description:
The patient had a follow-up appointment with her psychiatrist on (B)(6 ) 2015. The patient believes her depression became worse after settings were decreased at her last appointment. The settings were increased back to their original settings prior to last appointment due to patient believing her depression was under good control at that time.

Event description:
The patient reported that the patient saw her physician the month prior and systems diagnostics were normal. The physician turned down the output current from 0.5 ma to 0.25 ma. It was stated that the patient is very depressed and crying uncontrollably which is unclear if this is an increased in her depression. No additional relevant information has been obtained to date.